Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision site was not healing properly, as a result the patient had not been able to charge the ipg and it went into hibernation. The patient's ipg incision site opened up and there was drainage. The patient underwent a pocket revision procedure wherein the pocket site was relocated and the ipg was replaced. The physician felt it was prudent to replace the ipg because it was exposed. Infection was suspected related to procedure. Antibiotic was prescribed.